Event description:
It was reported that during the procedure, the tendon anchors would not load and fire appropriately. It is unknown if a delay happened and if a backup device was available. However, no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. A visual inspection on the returned device noted no tendon anchors present within the tendon anchor carrier. A functional evaluation could not be completed since no tendon anchors were returned. A review of the device manufacturing records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.